Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name is (B)(6).

Event description:
It was reported that regular user inspection, the cs300 intra-aortic balloon pump (iabp) had leak test error occurred. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4, g3, g6 , h2, h11. Corrected field : e1 ( event site telephone ), h6 (medical device ¿ problem code),g4 (510 k ).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The error was not reproducible. Operation and drive check of solenoid valve was carried out.after each operation, operation was checked based on the inspection record sheet and it was confirmed that the device is currently in good condition and operating.